Manufacturer narrative:
This case is deemed to be a serious malfunction because the failure of the endotracheal tube to disconnect from the bag that had been temporarily connected to it during pt transporting had necessitated the pt being extubated and to be re-intubated thereby exposing the pt to the risk of complications from the procedure. The pt did not suffer any ill effects in this case. Reported to the FDA on (B)(4) 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This complaint was received as follows "during pt transfer, a rubens was connected to the proximal end of the tube. When switching back to the respirator, the bladder could not be disconnected and the pt had to be reintubated".